Event description:
It was reported during in clinic follow up that the device failed to be interrogated via radiofrequency or inductive means. The device was explanted and successfully replaced. The patient was stable and asymptomatic.